Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of numbness, hematoma, infraorbital nerve had gotten compressed, "pus inside", pain, subconjunctival hemorrhage, redness, area was yellow and possible intravascular injection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject juvéderm® voluma® with lidocaine into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Haematomas. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional report injecting a patient with juvéderm voluma with lidocaine in the right and left medial cheek regions (ck3 and surrounding area). Patient was also injected with juvéderm ultra plus xc was injected on the right cheek, angle of lips, upper lip and mental crease. It was not injected in the left cheek and the healthcare professional stated that the juvéderm ultra plus xc could not cause the symptoms. Prior to the injection the patient was given prilox and post injection was given ice. Aspiration was done prior to each injection point and no blanching was seen. Patient had complained of numbness over the left upper white lip area and the lateral side of nose on the left side. It was thought that the infraorbital nerve was hit or had gotten compressed due to filler. This is the area supplied by infraorbital nerve and the symptoms were attributed to the injection with juvéderm voluma with lidocaine or the hematoma over the medial cheek that could have caused the compression of nerve causing its area of territory to become numb. On the following day, the patient returned to the clinic complaining of pain on the left cheek injection area upon touch. Patient said that "I feel there is pus inside." Patient also had a mild bruise but nothing else. The patient's numbness had also become much better. Patient was treated with amoxyclave and paracetamol. On the next day, the patient called the clinic saying they had pain in the eye after waking up and say that they had red eyes while looking in the mirror. The patient had subconjuctival hemorrhage on the majority of the lateral side of the left side based on photos provided to the doctor. Patient was reviewed in the evening and there was infraorbital hematoma, subconjuctival hemorrhage in the left eye on the majority part of lateral side, a small subconjuctival hemorrhage near the medial canthus of eye. Patient continued to complain of pain not getting subsided with paracetamol. Paracetamol was stopped and patient was given treatment with vitamin c tablet, cipzen d plus, vitamin k intramuscular and continuing with amoxyclav. Again on the following day, patient called again in the evening noting that their upper white lip area, lateral side of nose and medical cheek have become numb again the previous night. Patient was told to let the hematoma resolve as "its happening due to the pressure of haematoma." Next day again, patient developed redness over nose tip and alae both sides with a few papules just lateral to right ala with a purpuric look over left cheek. The "redness was diffuse on tip of nose except over the upper border of tip of nose where it was little well defined." There was also redness in the areas in the photos from the previous days as well, but were more diffuse and less in intensity. There was "doubt whether its any thing related to intravascular injection or because of rosacea as redness was involving even the right side of nose and ala." The infraorbital area was yellow and "it was related to resolving hematoma." Patient was started on disperzyme. On the following day, the redness persisted with pustule seen over top of the tip of nose. Patient was given a hyalase sensitivity test which come out normal and treated with hyalase on both sides of the alae, alar crease, tip of nose, left side of cheek where there was redness, over infraorbital forman area, near medial canthus of eye and the nl1 of both sides. Treatment was reported an hour and again 3 hours after the initial treatment with hyalase. There was no immediate change or reduction of redness was seen. Patient noted "feeling little lighter" that was noted to may be due to dissolving filler of the cheek. Patient was additionally prescribed with ceftum, disperzyme, vitamin c, prednisolone and fusidic acid. Next day, patient pictures did not show any changes in redness and no increase in hematoma. Patient was feeling better, but the numbness persisted. Patient also had discoloration in the arm where hyalase was injected for sensitivity testing. Pictures were the same the following day. Two days later, patient still had a similar picture with the hematoma resolving while there was redness on the nose and surrounding area. Patient still had numbness and felt good enough to return to work. Patient still has numbness and the hematoma is resolving. Pressure over the nerve is getting relieved but the numbness has not improved. Patient had also been treated with neurobion.